Event description:
It was reported that this patient had discomfort since their sicd implant procedure. A revision procedure was performed to resolve this discomfort. No additional adverse events were reported.